Event description:
It was reported to boston scientific corp that during unpacking an endovive standard peg kit, a hair was noticed inside the sterile packaging. There was no pt involvement.

Manufacturer narrative:
Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).